Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The representative reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was over 400 mg/dl at the time of incident. The representative stated that the insulin continued to drip after motor stopped during the manual prime process. The representative stated that the insulin was squirting out during the prime process. The representative stated that the reservoir was not wet with insulin. The representative stated that there were no gaps between the piston and reservoir during prime. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No prime fill anomaly or numbers ramping up on the screen noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. No cosmetic damage noted.